Event description:
The complainant reported an under-delivery. The intended delivery amount was 450ml at a rate of 45ml, because the pump stopped feeding after one hour.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically.